Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that they experienced a loss of stimulation and the device stopped working on the morning of (B)(6) 2015. They had undergone x-rays the day prior to the report but the x-rays were not related to the implantable neurostimulator (ins). The ins was checked with the patient programmer and it showed an end of service (eos) message. The patient was indicated for chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.